Manufacturer narrative:
Findings: unit passed displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. Unit received with stripped battery cap coin slot(p), broken battery tube threads, minor scratched lcd window, cracked reservoir tube, and cracked reservoir tube lip.

Event description:
It was reported that the customer had a damaged pump. Customer's blood glucose level was 65 mg/dl. Customer stated that the battery cap is damaged and there is a crack in the window, insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Insulin pump will need to be replaced. No add'l info provided.